Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system required explanation due to infection. The patient was noted to have comorbidities which led to reported neglectful post-operative care. During the system explant, the electrode was noted to have fibrosis after being implanted for 6 years. As a result, a sheath and spectranetics were used in order to extract the electrode successfully. The patient remained hospitalized for 5 days, and antibiotics were administered. A life vest was used as a bridge between discharge and new system implant. No additional adverse patient effects were reported.